Event description:
It was reported that a patient underwent a robotic hysterectomy/myomectomy on (B)(6) 2022 and barbed suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. No ad.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what tissue was being approximated? Uterus. Patient condition? Patient is fine. Device return status? Remaining sutures were mailed today 3.31.22. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength - = 2360 g /m. Related to: 2210968-2022-02888, 2210968-2022-02889, 2210968-2022-02890.

Manufacturer narrative:
Product complaint number:(B)(4). Date sent to the FDA: 5/19/2022. H6 component code: g07002 ¿ reported condition not confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one opened box with six packets of product code sxpp1b450 was returned for analysis with the packaging closed. Upon initial inspection, of the sample, no external damage was observed on the packet. In order to evaluate the conditions of the returned samples, the six packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area was observed. The suture was dispensed without problems and examined along the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare; active ingredient(s)- triclosan; dosage form - suture/solid/parenteral; strength - = 2360 g /m. Related to: 2210968-2022-02887, 2210968-2022-02888, 2210968-2022-02889, 2210968-2022-02890.